Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the protector p15j had a leak between the protector and vial. The following information was provided by the initial reporter: it was reported that upon attaching the 515121 (p15j) device to the roseus system and initiating preparation, leakage of drug solution was observed in two out of four prepared samples. The leakage was noted at the connection interface between the vial and the p15j device. The leaked fluid is roseus anticancer drug.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two protectors assembled with a vial were provided to our quality team for investigation. Functional testing was performed and no leakage was observed. A device history review was performed for reported lot 2506105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to reported concern. Product undergoes visual and functional inspections throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification of all critical dimensions to ensure product quality and performance. No issues related to the reported incident were found. Retained samples from the reported lot were used for further evaluation. All product was visually inspected, no damage or defects were observed. The protectors were securely assembled to a vial. In all cases, the liquid was able to flow from the vial into the syringe without problems and no leakage was observed between the protector and the vial. Based on our investigation and sample evaluation, we were unable to identify a root cause related to the product or manufacturing process. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
It was reported that the protector p15j had a leak between the protector and vial. The following information was provided by the initial reporter: it was reported that upon attaching the 515121 (p15j) device to the roseus system and initiating preparation, leakage of drug solution was observed in two out of four prepared samples. The leakage was noted at the connection interface between the vial and the p15j device. The leaked fluid is roseus anticancer drug. An assembly jig was used.